Event description:
It was reported that the patient presented in clinic due to pacemaker being in backup operation. Upon interrogation, it was found that the pacemaker went into backup operation due to event queue overflow. Programming changes were made and the pacemaker was restored. There were no patient consequences.